Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary service and repair history: the previous service event for part number 03.641.004 with lot number(s) h236306-02 has been reviewed. The customer called in a service request for this item on (B)(6) 2020 for failed calibration. The item was previously returned for service on (B)(6) 2019 due to out of calibration. The previous service condition of out of calibration is relevant to the current complained issue of failed calibration. The manufacture date of this item is (B)(6) 2017. The service history review is confirmed. Service and repair evaluation: the customer reported the device had an unknown malfunction. The repair technician reported the device failed calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: functional (out of calibration) visual inspection: socket wrench for veptr nut was received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any physical damage except normal wear. Functional test: a functional test was performed by service and repair and the repair technician reported the device failed high in calibration. The complaint was able to be replicated therefore the complaint is confirmed. Dimensional inspection: dimensional inspection is not required as the allegation was against the calibration of the device. Document/specification review: no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is confirmed as the s&r evaluation confirms the calibration issue. A definitive root cause cannot be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the socket wrench failed in calibration. There was no patient involvement. This report is for 1 socket wrench for veptr nut. This is report 1 of 1 for (B)(4).